Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and alleged for possible under delivery. Customer blood glucose value at the time of incident was 370 mg/dl and current blood glucose was 299 mg/dl. Customer also receive the no delivery alarm which was resolved after changing the infusion set. Customer was performing the hp test and insulin pump alarm no delivery but drive support cap was normal. Customer also stated that insulin. The customer was treated with bolus. The insulin pump will not be returned for analysis.